Event description:
Revision 1.5 years post operatively due to lateral tracking of the patella.

Manufacturer narrative:
Explanted devices were not returned to the MFR for evaluation. The device history record review provides assurance the part was accepted with conformance to the product requirements.